Event description:
It was reported that the tip of the device was broken during the operation. The broken tip was not in the pt.

Manufacturer narrative:
Investigation in process, but not yet complete.